Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. The customer treated with insulin pump customer's blood glucose value was 204 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer reported that the amount of insulin delivery has been changed. Unable to perform high pressure test due to call has been disconnected. Called back customer but the line was busy. The insulin pump was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.